Event description:
Boston scientific crm received information that during right ventricular (rv) threshold testing, this implantable cardioverter defibrillator (ICD) lost radio frequency (rf) telemetry with the programmer. This occurred at the same time as when the threshold test reached loss of capture (loc). The pacemaker dependent patient experienced asystole for at least two seconds. The field representative did not have electrograms from the device running at the time of the test, but a telemetry strip from the hospital monitor showed the asystole lasted for 5.84 seconds.

Event description:
The lay user/patient's reporter contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter was sent to the patient.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.